Event description:
Additional information reported the etiology was related to the programming.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), explanted: 2013 (B)(6); product type lead product ID neu_ unknown_lead, explanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4). No device analysis was performed; the device met risk based criteria.

Event description:
It was further reported it was due to programming. It was stated the final programming date was (B)(6) 2013. It was noted it was possibly related to the device or therapy and not related to the implant procedure.

Event description:
It was reported ¿the device provided relief initially, but the patient had lost pain relief¿ at the time of report. It was also reported, the patient experienced ¿some discomfort at the generator site.¿ it was noted this was ¿possibly¿ related to the device or therapy and ¿not related¿ to the implant procedure. It was reported, the patient¿s entire system was explanted and returned to the manufacturer. The patient¿s outcome was reported as having ¿resolved without sequelae¿ on the date of explant. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.